Manufacturer narrative:
Correction: d9 the device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that the device is leaking pressure during a procedure at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that the device is leaking pressure during a procedure at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.